Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va253tz, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-33, lot#: va253tz, implanted: (B)(6)2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 16-jan-2024, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient is complaining of lack of efficacy and the battery flipping in the pocket. Her battery began flipping on or around (B)(6) 2020. The patient stated she had a return of urinary retention starting on or around (B)(6) 2020. She went to her urologist, on (B)(6) 2020 and the urologist ordered a CT scan of the pelvis. The scan showed the lead had migrated. On (B)(6) 2020, she had a lead revision and pocket revision surgery. Immediately after surgery she felt the stimulation vaginally at 1.5 v. No further complications were reported.